Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown #4 citation stem. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was report through the filing of a lawsuit that allegedly the plaintiff underwent a left hip replacement on (B)(6) 2011 due to osteoarthritis , and was implanted with a stryker #4 citation stem with a 36/mm biolox delta ceramic head, a 36/mm polyethylene insert and a 52/mm trident hemispherical acetabular shell. These items have been recalled by the FDA. Breaking of the hip replacement allows the potential risk of metal poisoning. Metalloid is an adverse tissue reaction to heavy metals in the body. It can cause pain, limited mobility, failure of the hip joint, pseudo-tumors, dissolution of the bone, dna changes and chromosomal aberrations. Typically, hip implants are expected to last 15 to 20 years. Plaintiffs hip replacement broke in two at the neck therefore allowing metal debris to be dispersed into her soft tissue around the break sight. These metal ions can also reportedly enter the patients' blood stream, potentially leading to adverse reactions and related medical problems.